Event description:
It was reported that an altitude alarm was triggered on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by advising on reloading and loading a new cartridge and confirmed the shipment of a replacement pump with updated software. The customer was instructed on the steps to take upon receiving the replacement and agreed to return the problematic pump within 10 days using a provided return box and pre-paid label.